Event description:
On (B)(6) 2019 the patient was implanted with bilateral breast implants by a board-certified plastic surgeon. Two 560cc natrelle inspira silicone breast implants were used. The operation was without complications, and the patient healed normally. At the first follow up visit the patient c/o left pectoral deformity which she found unsightly and caused problems with performing her regular exercises which included light weight lifting. She c/o this problem at subsequent follow ups. By (B)(6) 2020 she had developed severe muscle spasms in the left trapezius making it nearly impossible for her to sleep in addition to left arm weakness that affected her ability to perform adls and common work tasks as a registered nurse. The surgeon only prescribed muscle relaxers, and suggested she see another ps or orthopedic surgeon. The patient went on to report her issues to her gp, and eventually went on to visit another plastic surgeon, orthopedic doctors, as well as a pain management doctor, and an ob-gyn. The patient has had to see multiple specialists and go through many rounds of tests with no explanation of the cause of her symptoms, all to her own personal expense. She has developed severe anxiety, tachycardia, difficulty breathing, orthostatic hypotension, dizziness, syncope, hair loss, severe fatigue, severe constipation, severely dry eyes and skin, sexual dysfunction, acne, and a worsening of existing depression, in addition to severe neck and back pain. She has spent excess of (B)(6) on a therapist to help cope with her disability. She wears a posture corrector daily. This patient will have to take on a large personal debt somewhere in the realm of (B)(6) to reverse the severe damage caused by a procedure that cost her (B)(6). She was not adequately made aware of the potential harms that could have befell her as a result of her implantation with silicone breast implants, and she was a victim of economic greed and medical malpractice. FDA safety report ID # (B)(4).